Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinues visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that high lead impedance readings were obtained during a routine office visit. The pt's current generator was implanted about one year ago, and the pt's mother denies that any trauma has occurred that could have caused or contributed to the high lead impedance. The pt is non-verbal, so it is unk whether or not there is any pain or painful stimulation. There has been no change in the pt's seizures pattern. X-rays were taken and the pt has not been programmed off at this time. The x-rays were sent to the MFR for review. A small portion of the lead was behind the generator. No discontinuities were found in the visible portions of the lead; however, since the entire lead could not be assessed, a lead discontinuity cannot be ruled out. Revision surgery to address the issue is likely.